Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and or excessive, unusual and/or awkward movement and/or activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2015-04059 / 04060 / 04061).

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to instability and was revised again on (B)(6) 2015 due to dislocation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event has been reported on 3002806535-2015-04038.